Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. A medical review was conducted by an abbott vascular clinical specialist. This was a case to treat a male patient of an unknown age or past medical history. The patient¿s condition prior to the start of the intervention was not reported. It was not reported how the nc trek rx was prepped before use, nor was it reported the atmosphere (atm) pressure the balloon was inflated to when it reportedly ruptured. It was not reported what vessel the balloon catheter was treating when the balloon reportedly ruptured, nor was the vessel morphology reported. The reported adverse event that the patient experienced was not reported. Due to the lack of information provided, it cannot be definitively stated that the nc trek 4.5 x 20mm used in this procedure caused or contributed in any way to this patient¿s death. The reported patient effect of death/expired is listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU, adverse effects section) as a known possible adverse effect associated with use of the device. Based on the reported information and results of the complaint investigation there is no indication the reported balloon rupture is related to a potential product quality issue. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, insufficient prep, interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. Additionally, a conclusive cause for the reported patient effects of death and unspecified heart problem and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure, the 4.5x20 mm nc trek balloon dilatation catheter (bdc) ruptured. The patient experienced an unspecified adverse event and expired. No additional information was provided.